Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clots") in an adult female patient who had essure (batch no. B60760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, breast reduction, cholecystectomy, appendectomy, anxiety, depression, post-traumatic stress disorder, malignant neoplasm of cervix uteri, unspecified, sexually transmitted infection and human polyomavirus infection. Concomitant products included clonazepam, escitalopram and ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). In 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), the first episode of bladder disorder ("bladder problems"), the first episode of urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue;"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches;"), nausea ("nausea;"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal distension ("bloating in abdominal pain"), the second episode of bladder disorder ("bladder disorder"), the second episode of urinary tract disorder ("urinary tract disorder") and dysuria ("pain during urination") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, alopecia, headache, nausea, vaginal discharge, dysmenorrhoea, the last episode of bladder disorder, the last episode of urinary tract disorder and dysuria outcome was unknown, the migraine was resolving and the weight increased, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of bladder disorder, the first episode of urinary tract disorder, the second episode of bladder disorder and the second episode of urinary tract disorder to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Concerning injuries reported in this case the following one was described in patient medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received, lot number added, essure insertion date updated, events onset date added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clots") in an adult female patient who had essure (batch no. B60760-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, breast reduction, cholecystectomy, appendectomy, anxiety, depression, post-traumatic stress disorder, malignant neoplasm of cervix uteri, unspecified, sexually transmitted infection and human polyomavirus infection. Concomitant products included clonazepam, escitalopram and ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). In 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), the first episode of bladder disorder ("bladder problems"), the first episode of urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue;"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches;"), nausea ("nausea;"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal distension ("bloating in abdominal pain"), the second episode of bladder disorder ("bladder disorder"), the second episode of urinary tract disorder ("urinary tract disorder") and dysuria ("pain during urination") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, alopecia, headache, nausea, vaginal discharge, dysmenorrhoea, the last episode of bladder disorder, the last episode of urinary tract disorder and dysuria outcome was unknown, the migraine was resolving and the weight increased, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of bladder disorder, the first episode of urinary tract disorder, the second episode of bladder disorder and the second episode of urinary tract disorder to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Concerning injuries reported in this case the following one was described in patient medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clots") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, breast reduction, cholecystectomy, appendectomy, anxiety, depression, post-traumatic stress disorder, malignant neoplasm of cervix uteri, unspecified, sexually transmitted infection and human polyomavirus infection. Concomitant products included clonazepam and escitalopram. In 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), fatigue ("fatigue;"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches;"), nausea ("nausea;"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal distension ("bloating in abdominal pain"), the first episode of bladder disorder ("bladder disorder"), the first episode of urinary tract disorder ("urinary tract disorder") and dysuria ("pain during urination") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of bladder disorder ("bladder problems") and the second episode of urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy 08/10/2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of bladder disorder, the last episode of urinary tract disorder, fatigue, alopecia, headache, nausea, vaginal discharge, dysmenorrhoea and dysuria outcome was unknown, the migraine was resolving and the weight increased, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of bladder disorder, the first episode of urinary tract disorder, the second episode of bladder disorder and the second episode of urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Concerning injuries reported in this case the following one was described in patient medical records: dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information updated. Events: dysmenorrhea (cramping), abdominal pain, bloating in abdominal pain, bladder disorder, urinary tract disorder, pain during urination were newly added. Patient demographic information updated. Other relevant history updated. Product information details updated. Outcome of event weight gain/loss specify which one: weight gain was changed from "unknown" to recovered/resolved and event outcome of migraines was updated to recovering/resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue;"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches;"), nausea ("nausea;"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, nausea, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered alopecia, bladder disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia); bladder or urinary problems or changes; fatigue; hair loss;migraines/headaches; nausea; pain; vaginal discharge; weight gain/loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clots") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.